Event description:
This report is conservatively filed for increased mitral regurgitation (mr) which occurred two days post-procedure. It was reported that on (B)(6) 2013, the mitraclip procedure was performed to treat functional mr with a grade of 4. One clip ((B)(4)) was implanted, and the mr grade was reduced to 1. On (B)(6) 2013, during a routine follow up visit, the tte showed severe mr with a grade of 4. There was a residual jet originating from the medial orifice of the mitral valve. The clip was confirmed to be securely attached to both leaflets. It is the physicians opinion that an incomplete evaluation of the final mr was performed during the initial procedure due to the anesthesia. It is believed that the impact the anesthesia had on hemodynamic, pressures and volumes caused a bigger reduction of the mr grade than the one detected when the patient was awake. For this reason, a second mitraclip procedure was performed on (B)(6) 2014. Two additional clips were implanted and the mr was reduced to 2. The patient was clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was not returned and there was no reported device malfunction. Analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the device history record for this lot revealed no non-conformances that would have contributed to the reported event. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. In this case, the information provided in the case details stated that the initial clip, implanted on (B)(6) 2013 procedure, was confirmed to be securely attached to both leaflets. It was further stated that the cause of the mr was most likely due to not achieving the desired mr severity at the conclusion of the initial procedure, as the impact of anesthesia may have artificially lowered the mr severity. Based on the information reviewed, the reported patient effect of mr appears to be related to procedural conditions and not a product quality deficiency. This event was further reviewed by an abbott vascular senior medical advisor and the reviewer stated that general anesthesia includes the administration of various medications and mechanical ventilation to support the respiratory system. The medications administered are known to suppress the blood pressure and in the case of patients with mitral regurgitation, can artificially lower the severity of mr. This can affect the interpretation of the results after correction of mr such as after implantation of the mitraclip. Physicians are recommended to increase the blood pressure pharmacologically after implantation of the clip to mimic the patients baseline condition when awake to determine if the position of the clip does result in the desired reduction of mr. This phenomenon is not associated with device malfunction or deficiency but is the physiologic response to the mediations administered as part of the general anesthetic protocol. Based on the information reviewed, there is no indication of a product deficiency.